Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction tubing leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot j377 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. A review of kit lot j377 shows no trends. Trends were reviewed for complaint category, tubing leak. No trends were detected for this complaint category. The assessment is based on the information available at the time of investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. Investigation complete. (B)(4). (B)(6) 2021.

Event description:
The customer contacted mallinckrodt to report they experienced a tubing leak with their cellex photopheresis kit ("kit") after an extracorporeal photopheresis (ecp) treatment. The customer reported the treatment was successfully completed and blood was returned to the patient. The customer reported after the patient was disconnected, they observed a blood leak from the return pump tubing while they were unloading the kit. The customer did not return the product for investigation.